Event description:
It was reported that the patient experienced a low blood glucose event while using the ilet, with a measured glucose of 63 mg/dl that rose to 94 mg/dl after treatment with oral glucose, and the caller noted recurrent morning lows and inquired about potential device adjustments including a factory reset. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and recovery without escalation of care. Investigation included troubleshooting and education over the phone, and guidance to consult a healthcare provider or trainer regarding a possible factory reset and review of algorithm steps. Investigation of this case revealed no device malfunction reported or confirmed, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.